Event description:
It was reported that this right atrial (ra) lead was surgically revised due to the proximal coil of the right ventricular (rv) lead that appeared to be pulled back. As of this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).